Manufacturer narrative:
Device evaluation: returned product: two (2) healon product syringes were returned. The returned complaint sample consisted of the activated cylinders (lot uc31106, with approximately 0.15 and 0.0 ml of remaining expellable solution), the cylinder holders and the plunger rods, which were attached at the backside of the blue rubber plungers. The assembled syringes were placed into a plastic bag. The syringes were labeled #1 and #2 for the purpose of this investigation. The visual inspection of the returned complaint syringes and remaining healon solution has not been able to confirm the customer¿s report of ''white particles'' inside the healon 0.85 ml syringes. However, for syringe #1, the silicone layer on the inner surface of the opening of the cylinder was damaged. This resulted in colorless particles (>0.1 mm) being observed on the surface of the healon solution just under the al capsule and on the inner surface of the blue perforation membrane. These colorless silicone particles could be expelled from the healon product into the patient¿s eye during product use. Colorless particles could also be experienced and described as white particles. There were no observations from complaint syringe #2 that would confirm the customer¿s initial report of ''white particles'' or debris. Although the actual ''white particle'' observed by the customer was not returned for identification, it is probable, based upon the results of this investigation, that the particle observed by the customer was colorless silicone. This probable cause of the particle in the solution is due to the damaged silicone layer on the inner surface of the glass cylinder. A product deficiency was found. Retain testing: visual inspection on retained products of lot# uc31106 was performed. 35 samples were investigated. No visible defects were found on the package or solution. The solution was clear and colorless. All components were included in the product, without defects. No visible defects on the product box. The printing on the carton and labels are correct. A product deficiency was not found on retain samples. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, a manufacturing deficiency was found. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Implant and explant dates: if implanted or explanted; give date: n/a (not applicable). Healon is not an implantable device; therefore, not explanted. Initial reporter phone: (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the doctor observed white powder/material when healon was injected into the eye. The material was removed during the irrigation and aspiration (I/a) process, so the surgery was successfully completed. No patient injury reported. It was reported that a second patient also experienced the same event where the same lot of healon was used. An MDR will be filed for the first patient. This report represents the second patient. No additional information was provided to abbott medical optics.